Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during blood draw the tubes were under-filling with a bd vacutainer® blood transfer device holder with female luer adapter. This occurred on 5 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: some tubes didn't draw blood.

Event description:
It was reported that during blood draw the tubes were under-filling with a bd vacutainer® blood transfer device holder with female luer adapter. This occurred on 5 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: some tubes didn't draw blood.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for insufficient blood flow with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.